Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with cefazolin and gentacin for peritonitis. Fourteen days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.